Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a steroid pill for the skin irritation. Follow up indicated that the skin irritation improved.